Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibite noise on the atrial, shock, and ventricular sense channels. This noise coincided with times when the patient was welding. The patient, who is pacemaker dependant, reported symptoms of dizziness while welding, indicating pacing support was inhibited. There were no reports of loss of consciousness.